Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for fracture of proximal humerus with multiloc proximal humeral nail and locking screws. Just prior to inserting the multiloc proximal humeral nail, inserting the proximal and distal lateral locking screws, and inserting an endcap, the proximal bone fragment was found to be inverted. The surgeon decided that the re-surgery by the nail in this condition would be difficult. Since the bone proximal part of the nail was protruding from the bone, the nail was removed and a re-surgery with a plate is scheduled at a later date. The surgery was completed successfully within 30 minutes delay. This report involves one (1) 8mm ti multiloc prox humeral nail/left/cann/160mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. E1: initial reporter facility name: (B)(6) hospital. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.